Event description:
The company was informed that the pt's tympanic membrane is being abutted by migrated positioner. Surgery to correct the issue has been scheduled. The patient continues to be monitored by the clinic.